Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed far r-wave oversensing on the right atrium leadless pacemaker (ralp). No changes or interventions were performed. There were no patient consequences.